Event description:
Someone was being transferred in the mechanical lift. The clip slipped out of place and the lady slipped in the sling, two people were able to catch her so she did not fall. MFR ref: 9681684-2013-00106.